Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer does not recall any significant event which may have caused the device to alarm. A global request was put in for the customer for a replacement. Customer is not returning the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.